Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. The patient's father reported that the patient's blood glucose levels were running high and that multiple correction attempts were made. The patient's father further stated that the pod failed because the cannula was never properly inserted into the patient's skin, resulting in elevated blood glucose levels due to a lack of insulin delivery. The pod was worn for longer than 48 hours. As treatment, the pod was replaced with a new pod. The patient's father also reported that the pod was discarded following removal.